Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the physician contacted rhythmcare for recommendations on a patient admitted to the hospital. The patient had received in an inappropriate shock, due to over-sensing of noise from this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) device. Several attempts to obtain the status of this patient, and the model/serial of this device have been unsuccessful. The device remains implanted. No additional adverse patient effects were reported. New information was provided indicating the model/serial number of this s-ICD device and electrode, with a session from 05/04/2026. A request to have device data analyzed. A rhythmcare specialists reviewed device data, advising of device programmed to alternate vector, which is showing no noise at this time. Patient was discharged home. Rhythmcare advised if the patient is living in (B)(6), then the patient should find a secondary physician in france to monitor them closely via the home monitor. The device remains implanted. No additional adverse patient effects were reported.